Event description:
Customer reported meter/lab results (obtained within 10 mins of each other) were 403 mg/dl (ultra meter) versus 299 mg/dl (lab), a difference of 35%. No symptoms were reported. Control solution test result was in range. The meter was replaced. There was no allegation of harm.